Manufacturer narrative:
Investigations confirmed a hole in the seam vac pac. Per product manual customers are instructed to inspect the vac pac prior to each use. The customer has since been provided a replacement. The investigation is considered final.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their vac-pac has a hole in the seam. No reported injury.